Event description:
It was reported that a patient experienced peritonitis, manifested by abdominal pain and cloudy effluent, coincident with peritoneal dialysis therapy. The cause of the peritonitis was not reported. On the same day as onset, the patient was hospitalized for the event. The patient was treated with cefazoline (intraperitoneally, dose, frequency, and duration not reported) and ceftazidime (intraperitoneally, dose, frequency, and duration not reported) for peritonitis. At the time of this report, the patient had not yet recovered from the event. No additional information is available. This is report 2 of 3.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter minicap. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).